Event description:
Zimmer surgical was notified of this event on (B)(6) 2011. It was reported by patient counsel that the patient underwent right total knee arthroplasty on (B)(6) 2009 in which a hemovac drain was placed, and then removed by the nurse. It is also reported that in post op, a piece of the drain remained in the wound and was surgically removed on (B)(6) 2009. Additional clinical follow up on (B)(6) 2011; drain was seen on post-op routine x-ray and removed under general anesthesia using arthroscopic technique. No pathology exam was noted following procedure to remove retained foreign body. Drain is referred to as #7 jackson-pratt in op note and "mini-snyder on operating room nursing record. Floor nurse removed drain and documented jp (jackson pratt) removed with 75cc bloody drainage at 1600 day of surgery. Patient recalled to surgeon at time retained portion of drain was seen on x-ray that the drain was 'removed easily and quickly without any real pulling." Post op course was uneventful and doing exceptionally well with range of motion.

Manufacturer narrative:
Although the product was not available for return to the manufacturer for evaluation, the investigation is on-going. A follow up medwatch will be submitted once the investigation is complete.